Event description:
The reporter states that he obtained the following blood glucose comparison results on the accu-chek aviva system: 515mg/dl and 176mg/dl; 515mg/dl and 132mg/dl; 515mg/dl and 153mg/dl, 515mg/dl and 142mg/dl; 515mg/dl and 196mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken based on the results. No adverse event reported. New system sent to customer and return requested.